Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. After removing the sensor pod on (B)(6) 2020, the patient could feel the wire in her skin and there was a red bump on her arm. She consulted with her medical doctor (md) (date not specified), and he started her on an oral antibiotic for 'several weeks.' After completion of the antibiotic the md removed the sensor wire sometime after (B)(6) 2020 using local anesthesia. The patient indicated on (B)(6) 2020 that the area on her right arm has healed and has not bothered her since the broken sensor wire was removed. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through local anesthesia. The probable cause could not be determined. No additional patient or event information is available.